Manufacturer narrative:
Log files from the patient's system controller were submitted for evaluation. The submitted log files captured multiple low voltage hazard and driveline fault alarms; however, the pump appeared to function normally throughout the events captured in the log files. The reported pump stoppage events were not captured in the submitted log file. Based on the manufacturer¿s complaint history and similar reported events, the data captured in the submitted log file appeared consistent with a compromised wire in the percutaneous lead (lead). Additionally, the evaluation of the submitted x-ray images of the internal and external portions of the lead noted areas of metal braided shield breakdown near the pump housing and near the controller connector. The pump was returned with the lead cut approximately 1.5 inches from the pump housing and the severed portion of the lead was not returned. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate layers of the lead were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of lead was submerged in a saline bath for high potential to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Upon disassembly of the returned pump, examination of the remaining blood-contacting surfaces revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. The evaluation of the returned pump and the 1.5-inch, pump-end portion of the lead did not confirm the location of suspected percutaneous lead wire compromise and the root cause of the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event''

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that during a routine clinic visit the patient claimed to have heard a few short alarms over the previous couple of weeks. The patient was asymptomatic. The system controller was exchanged, and a driveline fault alarm occurred post-exchange. Log file analysis by the manufacturer¿s technical services representative confirmed the driveline fault alarm. The submitted x-rays showed some areas of concern both internal and external to the patient. The patient was discharged on an ungrounded power module patient cable. On (B)(6) 2017, it was noted that pump stoppages occurred. On (B)(6) 2017, a percutaneous lead (driveline) replacement was attempted; however, the pump would not resume function. The patient underwent a pump exchange on (B)(6) 2017.